Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked extension leg is confirmed; however, the exact cause is unknown. One photograph of a powertrialysis catheter was returned for evaluation. An initial visual observation of the photograph showed a kink in the pre-curved extension leg of the red lumen. Blood residue could be seen throughout both extension legs. No other damage could be seen on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that shape of the clamping area has not been restored, making the implementation of dialysis difficult. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that shape of the clamping area has not been restored, making the implementation of dialysis difficult. There was no reported patient injury. No other information was provided.

Event description:
It was reported that shape of the clamping area has not been restored, making the implementation of dialysis difficult. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.